Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the procedure was a transcatheter aortic valve-in-surgical aortic valve (tav-in-sav) during which, due to the small size of the surgical valve (trifecta 19mm) the physician expected the possibility of complications including post-implantation expansion failure, a pressure gradient remaining, and the transcatheter valve (evolut fx, f544759) dislodging in the left ventricle (lv). The access vessel was narrow and difficult to access. A 5mm percutaneous transluminal angioplasty (pta) was performed and the access route was secured. Access to the inline sheath was difficult but eventually managed. As expected by the physician, the valve dislodged and recapture was performed twice before a good position was secured. Despite this, the pressure gradient remained at 20 millimeters of mercury (mmhg) on average. The aortic regurgitation (ar) "had been canceled", therefore the procedure was completed. During lower extremity angiography, dissections were observed between the external iliac artery (eia) and the common iliac artery (cia), requiring treatment. Therefore, a non-medtronic stent (viabahn 7mm x 15cm) was successfully used. No additional adverse patient effects were reported.

Event description:
Additional information was received that aortic regurgitation (ar) of previous surgical aortic non-medtronic valve was observed and the cause of the ar was unknown. The ar had been cancelled meant it was resolved. Following the transcatheter aortic valve replacement, no ar was observed. The valve was not under expanded. A post-implant balloon aortic valvuloplasty was not performed. The cause of the dissection was due to severe calcification of the access vessel. It was noted the delivery catheter system did not contribute to the dissection. Subsequently, expecting the patient¿s self-expansion ability to alleviate the 20mmhg gradient, no particular action was taken. The patient was reported to be recovering. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.